Event description:
A malfunction alarm, identified as malf 1, was reported with the customer's pump, and a fault ID of 1-0x279f was noted. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy. Tandem technical support arranged to send a replacement pump with updated software and provided training access. The customer was instructed to put the current pump into storage mode and return it to tandem within 10 days using a provided return box and pre-paid label.